Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with a water vapor therapy procedure and is noted as such in the device instructions for use. DHR review: a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of urinary urgency was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of benign prostatic hyperplasia (bph) experienced urinary urgency eleven weeks following a water vapor thermal therapy procedure. It was indicated that the patient also had irritative bladder symptoms before the intervention, so it is unknown whether these symptoms were caused or contributed by the procedure.